Event description:
During a procedure the guide wire became stuck in a calcification. The doctor twisted the guide wire trying to free it, and it snapped. A (~1.5cm) portion of the guide wire is still stuck in the calcification.